Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: the returned battery cap was unable to secure. The battery cap contact width did not measure within specifications. The battery cap threads were stripped. In addition, the threads inside the battery compartment were also stripped. A test cap was able to attach to the pump for testing purposes but was unable to fully secure. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.